Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed imaging modalities. Mvs computer was not booting properly. Replaced the mvs computer, new computer was bad at install and system did not pass all tests. The medtronic representative returned to the site and replaced the mvs computer with second new computer. After configuring computer and switching to back up config files on both the mvs and image acquisition system (ias) computers, issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The device was returned to the manufacturer for analysis. Investigation of the mvs for 316 confirmed reported problem "error on boot up, could not work past." Computer was reported as a failure at install by medtronic representative. Installed mvs server in imaging system and observed reported error on boot up " could not find d:/data/config/ anatomy exposure low dose xml" unable to access logs. Performed raid, and reloaded system software and the error resolved. Imaging system application corrupted. It was found to have a software failure mode; software functionality, out of box failure. The hardware investigation of the computer mvs server confirmed reported problem "not able to locate d drive." Mvs computer boots to windows and "my computer" doesn't display a d drive. Virus scan was successful, but universal serial bus (usb) drive was recognized as d drive. Opened case of computer and all connections are as expected. Performed raid per tb10-014 rev 1, and during the initialization of virtual drive 1 (d2), an error announced "error in writing sectors. Proceed anyway y/n" yes was chosen and the error immediately displayed again. Drive is faulty. It was found to be a computer failure; hard drive malfunctioned. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while another medtronic representative attempted to boot up the imaging system, he received an error on the mobile view station (mvs) regarding a config file not loading. While troubleshooting, the medtronic representative attempted to back up the config file and the mvs computer was not listing a d drive as an option. There was no patient present when this issue was identified. The issue occurred first when the site turned on the imaging system to push images to pacs and received the error message.